Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During variax dr surgery, the screw did not lock to the plate. The surgeon tried to extract the screw, but the screw idled and was not removed. Then, the surgeon extracted all the other inserted screws, and the idled screw was removed with the plate. The plate and the other screws was reinserted to the patient. There was 40 minutes delay in the surgery.

Manufacturer narrative:
The reported event that locking screw, t7, 2.7x16mm was alleged of issue s-35 (no locking effect) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on our risk management file, the most likely root cause is attributable to a user(ur) related issue. Some of the possible causes are : carelessness, inexperienced or untrained medical person, too high torque applied, damage of locking hole/lip due to instrument use etc. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed, which describes in detail the steps for drilling & screw placement in detail. It stresses that not using a drill guide may lead to drilling out of specified locking range and compromise the locking capabilities of the screw. The instructions for use was reviewed which demands that user should ensure that they are familiar with that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, it also stresses the importance inspection prior to surgery to determine if implants have been damaged during storage. No indications of material, manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassessed. Device was discarded.

Event description:
During variax dr surgery, the screw did not lock to the plate. The surgeon tried to extract the screw, but the screw idled and was not removed. Then, the surgeon extracted all the other inserted screws, and the idled screw was removed with the plate. The plate and the other screws was reinserted to the patient. There was 40 minutes delay in the surgery.